Event description:
Event description guidant received information that this left ventricular lead was not implanted due to an impedance greater than 2000 ohms. The doctor was unable to get the lead into a branch vessel. Another lead was successfully implanted. The unused lead has been returned for analysis.